Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 7. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient experienced seven events of tubing detachment from connector from 16-nov-2024 to 25-nov-2024. The infusion set was in use for 1-2days for all events. The site of location of infusion set was abdomen. The issue was observed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date and lot number under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from tubing-tubing connector. The batch 6007470 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007470 were previously tested in (B)(4) on 22/mar/2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007470 was manufactured according to the wi version 114 in the line 9, on 27/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4e04568 was manufactured according to the wi version 7 in the gluing of tubing machine itl01, on 26/may/2024, with a total of 30,135 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007470 and no other complaint has been registered in database for the same lot 6007470 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.